Event description:
It was reported that the customer's insulin pump had failed. The insulin kept pushing out while changing the infusion set. The blood glucose reading was 12mmol/l. Troubleshooting was performed, and insulin squirted out during the manual prime process. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was monitored for several hours and all the operating currents were within specifications. The device was received with scratched screen and cracked reservoir tube lip.